Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A supplies manager reported a dialyzer blood leak that took place during a hemodialysis (hd) treatment. In a follow up,a nurse reported that the blood leak occurred about 5 minutes into the hd treatment. The nurse explained that the leak was visually seen coming out of the seal where the top is screwed and/or glued to the dialyzer. The leak was an external leak and the fluid dripped onto the foot of the dialysis machine. The patient¿s estimated blood loss was < 1 cc. There was no patient injury, adverse event or medical intervention reported. The patient was able to complete treatment on the same machine with new supplies. The device is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. The report could not be confirmed as a definitive conclusion regarding the complaint incident cannot be reached based on the information provided.a review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A supplies manager reported a dialyzer blood leak that took place during a hemodialysis (hd) treatment. In a follow up,a nurse reported that the blood leak occurred about 5 minutes into the hd treatment. The nurse explained that the leak was visually seen coming out of the seal where the top is screwed and/or glued to the dialyzer. The leak was an external leak and the fluid dripped onto the foot of the dialysis machine. The patient¿s estimated blood loss was < 1 cc. There was no patient injury, adverse event or medical intervention reported.the patient was able to complete treatment on the same machine with new supplies. The device is not available to be returned to the manufacturer for evaluation.